Event description:
Complainant alleged that while using the device during a routine training session, "defib fault 72", "defib fault 78", "pacer fault 116", "defib disabled" and "pacer disabled" messaged were observed. The complainant indicated that there was no pt involvement in the reported malfunction.